Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they are having problem with their back hurting all the time and its causing right leg, back of knee to tighten up and they can't bend the knee, its nerve pain. Patient stated they have to charge the ins every other day instead of every other week. Patient stated they went in the about screen on the controller and saw error for (B)(6) 2023 and that is the timeframe when she noticed the pain started and they have to recharge the ins more often. Patient stated she complained about the ins didn't feel right, like lead is loose and could not find ins to charge a year ago or earlier and they met with a rep they set up group c and able to charge and connect with the implant but they were told they had to charge the ins often. Patient stated she tried all the groups and they are not helping her pain. Patient stated she is not comfortable seeing hcp because she didn't like how they treated her. Patient services (ps) asked patient to connect to the controller and controller shows ins 70%, controller 80%. Ps asked if patient had fall or trauma and patient said they fell face forward (B)(6) 2022. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.